Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the appendix during a laparoscopic appendectomy, it was stated that a staple reload did not completely close after attachment to the handle. A new device was opened to complete the case. There was no patient injury.